Event description:
The customer reported the table's movements were inoperable. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The limit switch was overrode. The system was then found to be operating as intended.